Event description:
It was reported to boston scientific corporation that a sling was implanted on (B)(6) 2010. According to the complainant, the patient experienced injury, pain, suffering and loss amenties. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2010 (implant date) as no event date was reported. Block h6: patient codes 1994 and 2348 capture the reportable event of pain and unspecified patient injury. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. On november 5, 2020, it was identified that the advantage system complaint reported under MFR. Report 3005099803-2019-03946 is a duplicate of the lynx system complaint reported under MFR. Report 3005099803-2019-03001. Only a lynx system was implanted, and the correct device information is reflected in MFR. Report 3005099803-2019-03001. Any new event information will be sent under MFR. Report 3005099803-2019-03001.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2010 (implant date) as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sling was implanted on (B)(6) 2010. According to the complainant, the patient experienced injury, pain, suffering and loss amenties. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.